Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated.

Event description:
It was reported that during preparation, the threading of a rotating hemo valve (rhv) accessory was unable to properly engage with a stopcock. There was no patient involvement. No additional information was provided.